Event description:
It was reported that rod broke one year after xia 3 surgery.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Method: complaint history review; risk assessment; results: the customer reported event of a xia 3 vitanium rod fracture could not be confirmed. The device was not returned. Possible factors contributing to rod breakages are the skipping of levels by the surgeon, the amount of time since implantation, the weight and activity of patient, and any falls or high load complications. The year period of time between surgery and the event suggests that fusion of the spine may not have occurred and as a result the construct was left to support the entire weight of the spine, which may have led to a possible breakage. However, none of the possible factors could be confirmed. Conclusion: the root cause of the failure could not be determined due to the absence of the device and information.

Event description:
It was reported that rod broke one year after xia 3 surgery.